Event description:
The patient presented with a ruptured basilar tip aneurysm that was treated with coils. However, a coil prolapsed into the neck of the aneurysm after detachment. Additional coils were placed and more loops protruded from the aneurysm. A non boston scientific stent was deployed at the neck of the aneurysm and successfully pushed the coils back into the aneurysm. A thrombus developed at the neck of the aneurysm and intra-arterial (ia) reopro was given to resolve the thrombus. Six months post procedure, a follow-up showed complete occlusion of the aneurysm. The patient is reportedly in good condition.

Manufacturer narrative:
The device was implanted, date is unknown. Device manufacture date: unknown.